Event description:
A malfunction was reported by a customer who experienced an issue identified as 16-0x20e6. There was no information provided regarding the impact on the customer's blood glucose level. The complaint was closed as the customer decided not to return the pump for further inspection.